Event description:
It was reported the lead was explanted due to impedance greater than 9999 ohms and suspected fracture. There were no patient complications reported as relates to this event.

Event description:
(B) (4)

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) distal conductor fractured. Full lead returned and analyzed.

Event description:
(B) (4)

Manufacturer narrative:
(B) (4)